Manufacturer narrative:
The actual sample was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection observed that the cone of the return male luer lock (mll) is broken. The observed leak is likely due to a broken mll cone. The reported condition is verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage at the venous connection was observed. It was further reported that the "head was broken". There was no patient involvement. No additional information is available.